Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left common iliac artery. A 10.0 x 20/135 sterling otw balloon catheter was advanced to the target lesion for post dilation. On the first inflation the balloon was partially inflated, contrast media was leaking and a balloon rupture occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).